Event description:
It was reported that the right ventricular pace sense lead had high impedance and exit block. A review of the device product performance information showed that a patient alert triggered due to the high impedance and the lead had a high number of sensing integrity counts. During the rv lead revision, the physician noted that the atrial lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found no anomalies. However, the proximal conductor was stretched, had blood/body fluid (not obstructed) and was melted. The outer insulation was kinked/buckled, melted and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism. The lead was stretched and had apparent explant damage. (B)(4) the distal segment of the lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and apparent explant damage.